Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0jmyd, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The patient reported a loss of therapeutic effect. Three weeks ago, the patient had bronchitis and had a really bad cough. The patient had to use a pad because she would pee/ leak when she would cough. The patient connected with patient programmer and amplitude was set at 0.0. The patient was not sure how long but thought it could have been that way for the past several days. The patient tried to turn stim up. The patient stated her right leg was shaking. The patient usually had stim set low because she didn't like how stim feels. The patient had felt this since implant. A problem with the patient programmer was reported. The patient was seeing low battery icon on the patient programmer. Patient services recommended the patient get aaa alkaline batteries. The next day the patient reported that they got batteries for her patient programmer. The patient indicated that with agent in previous call, settings were at 0.00, but later in the call, she got stim. To 0.80, which was where it was at today. The patient could not go above 0.80, otherwise her right leg would shake too much. The patient stated since her bronchitis/cough she didn't have urinary relief. The patient had appointment with hcp's (healthcare provider's) nurse on tuesday .the patient was currently in program #1. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.